Manufacturer narrative:
Based on the information provided, it cannot be determined if the alleged bleeding is related to prevena¿ therapy. Prevena¿ therapy was placed on a post operative vascular surgery wound which could be considered a patient at risk of bleeding complications, and bleeding was observed within a hour of surgery completion. There have been several attempts made to gather additional information, but there has been no response. Device labeling, available in print and online, states: warnings: · bleeding: before applying the prevena¿ incision management system to patients who are at risk of bleeding complications due to the operative procedure or concomitant therapies and/or co-morbidities, ensure that hemostasis has been achieved and all tissue planes have been approximated. If active bleeding develops suddenly or in large amounts during therapy, or if frank blood is seen in the tubing or in the canister, the patient should leave the prevena¿ incision dressing in place, turn off prevena¿ 125 therapy unit and seek immediate emergency medical assistance. Duration of therapy: · therapy should be continuous for a minimum of 2 days up to a maximum of 7 days. · patients should be instructed not to turn therapy off unless: -advised by the treating physician, -bleeding develops suddenly or in large amounts during therapy, -there are serious signs of allergic reaction or infection, -the canister is full of fluid, -batteries need to be changed, -system alerts must be addressed. · patient should be instructed to contact the treating physician if: -bleeding develops, -signs of infection are present, -therapy unit turns off and cannot be restarted before therapy is scheduled to end.

Event description:
On (B)(6) 2017, the following information was reported to kci: a patient post-operative vascular groin surgery patient allegedly experienced bleeding one hour after surgery while using prevena¿ therapy (system). The patient subsequently underwent femoral artery closure to resolve the bleeding. No additional information is available. The prevena¿ therapy (system) identifiers were not provided, therefore neither a device history review nor a device evaluation could not be performed.